Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Did the surgeon cut his finger 2 times or did the glass cut his finger 1 time?

Event description:
It was reported that a patient underwent a pacemaker surgery on (B)(6)2017 and topical skin adhesive was used. During the procedure when the surgeon went to crack the vial, the glass cut his finger and drew blood. A new box was opened and it was fine. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. Visual evaluation of the representative unopened samples show that the packages are closed and sealed. The information printed on the tyveks is clear and legible. No damages or defects on the packages are observed. The initiated filters are normal in color (white) indicating there was no contact with the formulation. The ampoules are sealed and contained inside the pen bodies. The formulation looks normal in color (purple) and in liquid state. The actual sample was returned for evaluation. Visual evaluation for the loose applicator shows a crushed ampoule and dried formulation inside the bulb. A yellowish color on the bulb is observed in one of the applicators. The filter is purple in color due to contact with formulation. Remnant of formulation is observed in the exit channel and outside the bulb. The applicator shows signs of force since the butyrate tube looks deformed like when squeezed to dispense the adhesive in the other applicator. The filter is normal in color (white) indicating there was no contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb for both samples. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration.¿